Event description:
Report received of a cassette leak. The pump was programmed to deliver normal saline on line a at an unspecified rate. Line b was programmed to deliver an unspecified dose of rituximab. Within 30 mins of the initiation of the line b infusion, the cassette was noted to be leaking from the luer lock connecting the collection bag to the cassette. The nurse's hand came in direct contact with the chemotherapy agent while assessing the cassette leak. There was no reported chemotherapy contact with the pt's skin. The tubing set was discarded due to chemotherapy contamination. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse effects to the nurse or to the pt. Though requested, no additional info was provided.